Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the helix extends and retracts smoothly with no anomalies.

Event description:
It was reported that during implant the helix of the right ventricular (rv) lead would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.